Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that during the trial procedure, the patient was implanted with expired lead.

Event description:
A report was received that during the trial procedure, the patient was implanted with expired lead. The patient had a lead pull and was doing well.